Event description:
Customer reports that unit goes "vent inop". Ventilator set-up patient's home. Patient supplied with second ventilator to be used in case of malfunction of primary unit. Patient switched to alternate ventilator when malfunction occurred. No patient injury reported.